Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by fever and feeling ill (not further specified). The cause of the breach in aseptic technique was further described as a touch contamination (no further detail). The patient was not hospitalized for the event. No further information was provided regarding the treatment or the outcome of the peritonitis. It was not reported if dianeal/extraneal therapies were ongoing. No additional information is available.